Event description:
In 1999, the patient was treated for a thoracic aortic aneurysm with the gore excluder thoracic endoprosthesis. In 2007, the patient presented to the emergency room as symptomatic. The physician found the patient was experiencing a type iii endoleak. The same year, an emergent re-intervention took using the gore tag thoracic endoprosthesis and the endoleak was successfully treated.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause.